Manufacturer narrative:
Attached rpt2121578_rev e.pdf, post-market clinical follow-up evaluation report coronary dilatation catheters. The devices were not returned for evaluation. A review of the lot history records could not be conducted because the part and lot numbers were not provided. The reported patient effects of dissection, perforation, myocardial infarction, and arrhythmia are listed in the traveler rx coronary dilatation catheter instructions for use as known patient effects of coronary procedures. The investigation determined a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attached report: rpt2121578_rev e.pdf, post-market clinical follow-up evaluation report coronary dilatation catheters the additional device issues listed in the report are captured under separate medwatch reports. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported through the pmcf (post-market clinical follow-up) report, that the abbott traveler rx coronary dilatation catheters (cdcs) that were used may be related to vessel dissection, arrhythmias, perforation, and myocardial infarction. The report also found performance issues with the traveler rx cdcs such as issues with delivery, inflation, deflation, and withdrawal. The cdcs were also used in chronic total occlusion (cto) lesions, but some of these do not have cto in their indication for use. Please see the attached pmcf report for additional details.